Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange, an x-ray image was performed and confirmed externalized conductors of the right ventricular (rv) lead. The rv lead is anticipating explant. The patient was stable.

Event description:
Additional information received indicated the right ventricular lead was capped. The patient was stable.